Event description:
Tyco us surgical auto suture blunt tip trocar + syringe lot# p4m1598 item# oms-t10bt. Upon insertion of mesh through trocar, the seal popped into pt's abdomen, seal retrieved and removed from abdomen by surgeon.